Manufacturer narrative:
(B)(4). The device history record of batch number 74h1501157 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to manufacturing specifications. The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The needle of the suture broke off in the ligament on deployment and is still lodged there. The patient's condition was reported as unknown.